Manufacturer narrative:
(B)(4). Batch #n9343j. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one unformed clip was fed due to the anti-backup feature was non-functional and the device was cycled and it fed and formed 3 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found out of position causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip could not be formed on the target tissue since the next clip was fed into the jaws when the trigger was grasped. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.